Event description:
Per letter and voluntary report no. Mw1033747 received from the FDA in 2005, tip of device broke off in the pt, l5-s1, disc space. Searched 1 hour. Unable to pinpoint location of foreign body though x-ray confirmed general location.